Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn : m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).